Manufacturer narrative:
The pump displayed ghosting on the screen after pressing any button due to a corroded lcd driver board. No missing segments were noted. Unable to perform the operating currents or functional testing due to the display anomaly. The pump had minor scratches on the lcd window, a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
No blood glucose levels reported. It was reported that there was moisture on the screen of the insulin pump. No additional information was provided.